Event description:
The ge oec 9800 fluoroscopy system would not power on and displayed data error message.

Manufacturer narrative:
A ge oec service rep investigated the issue and re-seated the connectors and pcbs to restore function. The system was tested, found to operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.